Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged cable/code 202) was confirmed. As received, the belt latch connector was damaged. Upon evaluation, the belt latch connector was pulled from the monitor case, damaging the case where the belt receptacle attaches. Additionally, the enclosure case was cracked. The cause of the report failure is excessive force placed on the connector. The cause of the cracked case is physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported "damaged cable/wires exposed" and a "code 202" (monitor/charger communication).